Event description:
The hosp reported three pts were burned by linen drapes that caught fire because the tip of the device came in contact with the drapes. It is unknown if the procedure was completed. The hosp did not disclose the intensity or extent of the pts' burns.